Manufacturer narrative:
Section a: patient information was requested from the hospital but not yet received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an emergency backup battery (ebb) was taken off the shelf to place in a controller. After installing the ebb an ebb fault alarm occurred. The ebb was exchanged again and the same alarm occurred. The ebb was replaced again and the alarm resolved.